Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed post-paced t-wave oversensing on the implantable cardioverter defibrillator. No changes or intervention was performed. There were no patient consequences.